Manufacturer narrative:
Device serial number and device UDI number unavailable. The positioning sensor unit (psu) was returned to the manufacturer for analysis. Through visual/physical examination, functional testing, and proceduralized device testing, the reported issue was able to be duplicated. The returned psu powered up with the amber fault light on. A check of the event log showed a bump detector battery fault. Otherwise, the psu passed an accuracy test (aak) at .21 mm with a passing threshold of .35 mm. Analysis determined that there was an electrical failure with the returned psu. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the amber light was blinking on the camera. The medtronic representative at the site checked the ndi toolbox and found the camera bump sensor was triggered. It was noted that this issue occurred during training. There was no patient present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the camera was not functional due to this issue. The camera was replaced by the time the site needed to use the system.

Manufacturer narrative:
Device evaluation: a manufacturer representative went to the site to test the equipment. The positioning sensor unit (psu) camera was replaced with a new one, thus resolving the issue. The navigation system then passed the system checkout and was found to be fully functional. Device evaluation: additional analysis results became available for the psu. Vendor testing confirmed the failure and verified the bump battery fault. The internal bump battery was replaced, and then the unit passed outgoing testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.